Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 plastic coating on the tip broke away from the cutting forceps. The breakage was noticed while performing branch transection. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula and no resistance was noted while inserting the harvesting tool into the cannula. No components of the device detached. A new kit was used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The lot # 25161658 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/03/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the jaws. Charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot at the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no peeling observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed but was confirmed for the analyzed failure "material twisted/ bent wire".